Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that, the patient was hospitalized due to a diabetes-related issue and also stated a bent cannula in one infusion set. The infusion set was inserted in the upper buttocks. The issue with the infusion set was noticed on 21-may-2024. The patient tried to control their blood glucose (bg) levels with multiple daily injections (mdi) but was admitted to the hospital with diabetic ketoacidosis (dka) on (B)(6) 2024. The patient noticed symptoms more than 3 hours after insertion of the infusion set. The infusion set was used for less than 18 hours. The patient experienced high bg levels (490 mg/dl) and was admitted to the ICU. The cause of the high bg was suspected to be the bent cannula. The patient had ketones and was in dka. They were using a pump and related supplies for insulin therapy when the issue occurred. The patient first went to the emergency room (ER) and was subsequently admitted to the ICU. The highest blood glucose (bg) level related to the incident was 330-350mg/dl. The incident did not cause any injury. The suspected cause of the high bg was a bent cannula. The patient had ketones and was in diabetic ketoacidosis (dka). The patient attempted to resolve their bg issue with an insulin drip via the hospital, but the treatment did not resolve the issue. No permanent damage was identified by healthcare professionals. The patient has not been released from the ER/hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.